Event description:
Pt underwent tvt sling on (B) (6) 2010 for stress urinary incontinence under local anesthesia without complication. Preoperatively, she received IV clindamycin and IV gentamycin. Approx two weeks post op, she developed leg swelling, fever and diarrhea. The pt notified her primary care physician, who practices at a different hospital than the one where the tvt sling was placed, and she presented to that hospital's emergency dept with septic shock and renal failure. The pt underwent emergent surgery for question of necrotizing fascitis which was ruled out. The pt's current diagnosis is toxic shock syndrome and her surgeon reports the pt's condition is poor.